Event description:
Pt called to report that ot basic meter was not powering on. Pt did not have any symptoms nor have a back up meter to test bg. Pt took meds without testing bs. Ccr checked the batteries and still no power on meter. No further info has been reported.